Event description:
Bayer case number: (B)(4). Medical device removal [medical device removal]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. The patient had a medical history of jaw operation, ear operation, cholecystectomy, nulliparous and nulli gravida. Previously administered products included: hydroxyzine and lexapro. The patient had a family history of breast cancer (maternal grand mother). Concurrent conditions were listed as migraine, pelvic pain, dysmenorrhea and menorrhagia. On an unknown date, the patient had essure inserted. On an unknown date she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2022. At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.59 kg/sqm. [Computerised tomogram] in (B)(6) 2021: showed a normal pelvis but the essure coil on the left was protruding into endometrial cavity. [Gynaecological examination] on (B)(6) 2022: examination under anesthesia reveals a grossly normal-appearing vulva vagina and cervix. On bimanual examination the uterus is normal in size, anteverted and mobile. There is no palpable adnexal masses. On laparoscopy, the gallbladder is der is surgically absent. The visible portions of the liver and inferior aspect of the stomach are grossly normal in appearance. The appendix is normal in appearance. Systematic survey the pelvis shows a normal size uterus with normal bilateral tubes and ovaries. There is no suggestion or evidence for endometriosis. There is no abdominal pelvic adhesions. Uterus sounds to 8 cm [pathology test] on (B)(6) 2022: essure contraceptive devices and negative pathology for malignancy or premalignancy. [Ultrasound pelvis] in march 2021: normal. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.